Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted. The patient presented with no capture or rv sensing. The patient had been involved in a car accident which may have caused the malfunction due to seat belt strap trauma to the pocket. Following the replacement procedure, the physician commented that the entire lead was twisted in the pocket which could have been due to twiddlers syndrome. A new lead was successfully implanted. There were no further adverse patient effects reported. The lead was later returned for analysis.

Event description:
--

Manufacturer narrative:
Upon receipt in (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. The lead body was noted to be slightly twisted, which could indicate twiddlers syndrome. The proximal shocking coil was separated from the medical adhesive bond at the distal end, and the distal shocking coil was separated from the medical adhesive bond at the proximal end. This damage likely occurred during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations, as the lead was found to be electrically continuous.